Event description:
Reportedly during the implant attempt of the subject pacemaker, while tightening the atrial set-screw no click sound was heard neither the physician felt tightening of the set-screw. Subsequently the screwdriver was removed from the set-screw, but the set-screw was detached from the pacemaker header and attached to the tip of the screwdriver. Another pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the implant attempt of the subject pacemaker, while tightening the atrial set-screw no click sound was heard neither the physician felt tightening of the set-screw. Subsequently the screwdriver was removed from the set-screw, but the set-screw was detached from the pacemaker header and attached to the tip of the screwdriver. Another pacemaker was implanted.